Manufacturer narrative:
The lead was returned and analyzed lead body is deformed and twisted in multiple places consistent with twiddler's syndrome. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited a dislodgement. There were no additional adverse patient effects.